Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found cracked before use. The following has been provided by the initial reporter: it's noticed that the septum adapter cracked before use.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte¿ luer access split septum has been found cracked before use. The following has been provided by the initial reporter: it's noticed that the septum adapter cracked before use.